Event description:
Implant fracture.

Manufacturer narrative:
Implant fractured (region is unknown). Construction was a bridge placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant. The documented screw fracture must be classified as relevant to failure.

Event description:
Implant fracture.